Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted when additional information becomes available.

Event description:
As reported, during the implantation of a 26mm sapien 3 ultra valve in the aortic position the valve frame was bent upon exiting esheath. There was heavy tortuosity in the iliac artery extreme levels of push force required to advance valve in esheath. The valve was deployed without injury to patient in the aortic position at 100/0 placement, leaflets were functioning well and correctly verified by fluoroscopy and transthoracic echocardiogram (tte). No pvl, no rupture, esheath seam was intact on removal and arteriotomy closed without vascular injury.

Manufacturer narrative:
Update to component codes, type of investigation, investigation findings and investigation conclusions. The edwards 26mm sapien 3 ultra valve remains implanted in the patient. No imaging evaluation, visual inspection, functional or dimensional testing or image review was performed as the device was not returned. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaints of damage-during use and frame damage. Note that as the frame bent strut was noticed during the procedural use, prior complaints related to "frame damage" (pre-procedural event) were excluded from the review. A manufacturing mitigations review was performed and difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in a product risk assessment (pra). Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspection to the frames, mechanical testing to the tensile specimens) are captured in a product risk assessment (pra). Content was reviewed and these mitigations remain applicable to the manufacturing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with a crimped sapien 3 ultra valve through the esheath resulting in a high push force and frame damage) is captured in a product risk assessment (pra). Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. No IFU or training deficiencies were identified. A complaint history review was performed as the complaint for "frame damage" was unable to be confirmed therefore, a complaint history review is not required. A risk management documentation review was performed and this event reports a frame damage during introduce and navigating catheter through anatomy that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. The complaint for "frame damage" was unable to be confirmed as the valve or relevant imagery was not returned for evaluation. A review of DHR, lot history, and manufacturing mitigation did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, "during the implantation of a sapien 3 ultra valve in the aortic position via the transfemoral approach the valve frame was bent upon exiting esheath. There was heavy tortuosity in the iliac artery extreme levels of push force required to advance valve in esheath". Per procedure training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification." As reported, patient's access vessel was heavily tortuous. Tortuosity in access vessel can create a challenging pathway as it can create sub-optimal non-coaxial angles, which would cause increased resistance during delivery system/thv advancement. If excess force was applied to overcome resistance during the delivery system advancement, valve struts can get caught onto the sheath and result in valve frame damage. These patient/procedural conditions, in conjunction with the exposed apices of the crimped sapien 3 ultra valve, may increase the rate of frame damage. A CAPA has identified potential areas for sapien 3 ultra valve design/process improvement to mitigate against the failure. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (tortuosity) and/or procedural factors (high push force) may have contributed to the complaint event.